Manufacturer narrative:
(B)(4). The device has been received. The investigation is not yet complete. A follow-up will be submitted upon completion.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded receiver log did not confirm the reported event of an intermittent audio output. A root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent audio output on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, at the time of the call, dexcom technical support advised patient to test the "try it" feature for alert functionality. The patient tested both high and low and reported, both work.